Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The patient's weight was provided as (B)(6) kg.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was underinfusion at max rate only, with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The pump and was returned for analysis. The patient was receiving 15 mg/ml morphine, 100 mcg/ml baclofen, and 3 mg/ml bupivacaine, with unknown dosages. The indication for use was not reported. The patient was not in a clinical study, the device was replaced with another device of the same manufacturer, the device had been used with/in the patient for treatment. There was no patient death and there was no patient injury. The patient recovered without sequela. The device was explanted on (B)(6) 2017 and the reason for removal of the pump was reported to be end of service and ¿prophylactic removal of pump to avoid in-vivo battery depletion.¿ there were no further complications reported/anticipated.